Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "general risk - failure - sheath distal tip torn" and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" were confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "after withdrawing an esheath, it was observed that the tip of the esheath was torn laterally." Per evaluation of the returned imagery, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in pra0964. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Furthermore, the torn tip likely bent during the withdrawal difficulty of the bav, but remained attached. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. The valve was deployed with nominal volume as intended after balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon catheter. When withdrawing the bav catheter, resistance was felt. Therefore, the doctor withdrew the catheter with applying negative pressure on its balloon. On the other hand, there was no difficulty experienced when withdrawing the delivery system. After withdrawing the esheath, it was observed that the tip of the esheath was torn laterally (circumferential). Compared to a brand new esheath, it seems no piece of torn tip was missing and nothing remained in the patient body. Additionally, no vascular complication was observed due to this event. Per medical opinion, there was a possibility that deflation of the balloon catheter was not enough since 24 ml (nominal +1) of contrast medium was filled in the inflation device and the syringe was almost full. Per additional follow-up information, the patient is recovering without remaining symptoms or disability. Computed tomography (CT) was also performed but no problems were observed.

Manufacturer narrative:
Investigation is ongoing.